Event description:
The customer reported that the image was blurred on the monitor. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a faulty contact in the cable and liquid in the amplifier. He cleaned out the fluid in the amplifier and camera block. The system operates as intended.